Manufacturer narrative:
(B)(4). There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported they developed peritonitis on (B)(6) 2016. The following medical record information was received from the patient's treatment facility. On (B)(6) 2016, the patient called his pd clinic's on-call nurse and reported an episode of abdominal pain. On (B)(6) 2016, the patient called his pd clinic's on-call nurse and reported an episode of abdominal pain. On (B)(6) 2016, the patient's pd effluent showed white blood cell count 4,815 mm and the patient was diagnosed with peritonitis. The patient was initiated on vancomycin and ceftazidime; dose regimens and routes no reported. The patient's pd nurse stated the peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. As of (B)(6) 2016, the patient continues ccpd therapy, it is unknown if the event of peritonitis has resolved, and it is unknown if the patient completed the prescribed antimicrobial therapy.

Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.